Event description:
A patient was in the lift and the cylinder was making a squealing noise and let the patient down rather abruptly. No injury to the patient. The lift will not work with any weight on it. Advised todd they need to contact the dealer that sold them the patient lift for resolution.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.